Manufacturer narrative:
The customer reported problem was confirmed through a troubleshooting call session with the customer. The suspect device was not returned for investigation. The technical support determined the proximate cause of the customer¿s reported issue and recommended to the customer to replace front case/keypad. A review of the device history record for sn (B)(4) was performed from (B)(6) 2014 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported that a pcu 8015 keypad was not functioning. It was reported there was no patient involvement.